Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer was advised of what the no delivery alarm was. The customer was advised to perform a complete set change and to call back if the alarm recurred. The customer's blood glucose was 417 mg/dl. The customer did not return the insulin pump for analysis.